Event description:
It was reported that the user felt persistently low and was eating to prevent hypoglycemia while using the ilet, with documented glucose values ranging from 52 mg/dl to 260 mg/dl and episodes lasting up to 45 minutes for lows and 2 hours for highs; the user acknowledged overcorrecting lows rather than following standard 15 g glucose treatment, and the device issued high and low alerts. Symptoms included fatigue and frustration. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of reported glucose trends and device alerts, along with user education and scheduling with clinical support to assess potential ilet settings. Investigation of this case revealed post-treatment hyperglycemia following hypoglycemia consistent with user overcorrection, with the device otherwise responding to alerts and bringing glucose down from highs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.